Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm. Reportedly, the alarm occurred when the customer was running. The customer stated the pump was upside down in the case. The customer's blood glucose (bg) level was 308 mg/dl, tandem technical support educated the customer to keep items from pressing the button and the customer acknowledged. The customer was able to resume insulin delivery and delivered a bolus to stabilize impacted bg level.